Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump screen flashing white. The customer¿s blood glucose level was 7.9 mmol/l. The customer was assisted with troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation unit gave an unexpected flashing white followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify missing segments/partial display due to display anomaly.